Manufacturer narrative:
(B)(4) product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-14 - insufficient blood sample applied to strip (user) test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product letter. No address on file for the customer.

Event description:
Consumer reported complaint for e-2 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling sick. Customer can't describe the symptoms. Medical attention is not reported as a result of the actual blood glucose results and symptoms. During the call on (B)(6) 2018, a blood test was performed by customer and produced test results of 249mg/dl using true metrix meter. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 06/22/2019 and open vial date is unknown. The meter memory was not reviewed for previous test result history. During the call meter read the blood 249mg/dl. Customer does not know if this is a good number for her or not. Customer was advised to speak to her doctor about her glucose readings and advised to call 911 or her doctor if her symptoms persist.